Manufacturer narrative:
The device was returned with the delivery pusher, and the implant noted inside the introducer sheath. The pusher had evidence of a kink at the mid-section of the pusher, approximately 90cm from proximal end, and 6cm of lead wire delamination extending over the kinked section. There was no evidence of blood on system. Friction was encountered when advancing through the introducer, however, no resistance noted once exited. The implant had no evidence of damage along its full length. Based on the investigation, the complaint of a broken coil could not be confirmed, as the implant coil was still attached to the pusher. There was no damage noted to the coil. The root cause is unknown; however, the damage to the pusher exhibited that it was subjected to excessive tensile force that exceeded its maximum strength specification.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00330.

Event description:
It was reported that the pusher wire unexpectedly detached from the coil. There was no reported intervention or patient injury. The patient is reported to be fine.